Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that via an ablation clinical trial (B)(6) the patient experienced pneumothorax and required a chest drain insertion and experienced pain. The pneumothorax and chest drain insertion has a causal relationship with the device and procedure. Diagnostic intervention and imaging were required. The issue has resolved. The pain has a probable relationship to the study device and study procedure. Drug therapy was required. This issue is resolving.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2022 additional information was requested and the following was obtained: liver tumor location? - segment 8 ablation probe insertion path; if it was intercostal, what was the patient breathing status? Intercostal - patient ventilated was there any probe malfunction/issue occurred during the ablation procedure? No malfunction was pneumothorax detected during or immediately post ablation procedure? Detected during ablation in treating physician's opinion, what device issue may have contributed to the patient's complication? No device issue - was position of tumour h1 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.